Manufacturer narrative:
Eval conclusions: device sample not returned. No evaluation will be performed. No conclusion can be drawn - due to lack of info regrading the product number and lot number and lack of defective sample.

Event description:
The event is reported as: while the doctor was loading the capio device, the capio bullet needle on the suture would not work properly. The doctor was struggling with it and did not think the needle got fully retracted. They worked with it but they used it and the bullet needle got caught and wasn't retrieved from the pt. They felt it was better to leave the bullet needle inside the pt than to try to retrieve it. Pt condition is reported as good and no complications.